Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were at the emergency due to high blood glucose. Customer¿s blood glucose was in the 200 mg/dl at the time of incident. The customer's current blood glucose is 96 mg/dl. The customer experienced different blood glucose level of 74 mg/dl. Customer reports the symptoms related to their high blood glucose such as nausea dizzy. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was stated that auto mode was used. Customer did not allege that the insulin pump was under delivering. The insulin pump will not be returned for analysis.